Event description:
The following was reported to gore: on an unknown date, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic endoprosthesis. On an unknown date, a proximal type I endoleak and an aneurysm enlargement (amount unknown) were observed. On (B)(6) 2022, a reintervention was performed to treat the proximal type I endoleak and the aneurysm enlargement. A gore® dryseal flex introducer sheath (24fr) was inserted from the left femoral artery. Then, a gore® tag® conformable thoracic stent graft with active control system (tgm454515j) was implanted proximally of the initial gore® tag® conformable thoracic endoprosthesis. The left subclavian artery was embolized as planned. After touch-up ballooning, an angiography revealed the proximal type I endoleak remained slightly. The physician decided to monitor it. Above information is captured in mpdcase- (B)(4). Upon the confirmation of the access site, a rupture of the left common iliac artery (cia) was observed. A gore® excluder® aaa endoprosthesis (iliac extender endoprosthesis) was implanted from the origin of the left cia with covering the left internal iliac artery. And a stent (smart) was implanted distally. After access site closure, the patient blood pressure decreased and the pulse of the right limb was weak. An echo and an angiography revealed a dissection and/or rupture in the thoracic aorta where the distal of the initial implanted gore® tag® conformable thoracic endoprosthesis. A gore® tag® conformable thoracic stent graft with active control system (31mm x 200mm) was implanted distally. An autologous blood recovery system (cell saver) was used. An angiography for peripheral vessel revealed that the blood flow of the left superficial femoral artery (sfa) was not able to be confirmed. A gore® viabahn® endoprosthesis was implanted in the left sfa and a touch-up ballooning was performed, then the blood flow was improved. When the access site was attempted to close again, but the pulse of the left limb was weak, so the angiography was performed. The angiography revealed that the blood flow of the sfa to external iliac artery was not able to be observed due to a possible dissection and/or thrombus scattered. Two stents (smart) were implanted from the gore® viabahn® endoprosthesis to proximal. After poba, it was confirmed the blood flow was well. The procedure was concluded and the patient tolerated the procedure. The physician stated below. The initial gore® tag® conformable thoracic endoprosthesis had been implanted in just above tortuous site. It is possible that the catheter of the tgm454515j injured the descending aorta, during the when a leading olive of the tgm454515j caught on the initial gore® tag® conformable thoracic endoprosthesis and there was difficulty to pass through the initial device. Regarding the peripheral vessel, the left cia rupture occurred when the 24fr sheath was advanced. However, it was not sure about the possible peripheral artery dissection.

Manufacturer narrative:
(B)(4).